Manufacturer narrative:
The sodium electrode lot number was z13.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, the issue was likely caused by usage of evaporated standards during the calibration.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for 43 patient samples. The samples were repeated on a cobas c311 analyzer at the site. Of the data provided, only the results for one patient sample were discrepant. The initial sodium result was 132 mmol/l and was reported outside the laboratory. The repeat result was 141 mmol/l. The repeat results were believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative could not find a cause. He checked the ise system which was ok. He adjusted the sipper and reagent probes and cleaned the electrode block. The customer ran calibration and qc which were ok.